Event description:
This report is being filed after the subsequent review fo the following journal article, "retained broken implants in the craniomaxillofacial skeleton" (2014). Nallathamby, v., lee, h., lin, y.y., lim, j., ong, w.c., & lim, t. (2014). Retained broken implants in the craniomaxillofacial skeleton. Craniomaxillofacial reconstruction, 7(2), 154-157. There were more than 10 such cases, five of which were identified by patient age and gender and reported against this complaint. This report is for the unknown patients/unknown quantity that had broken drill bits/implants that the fragments were retained. No complications noted post-operatively. This report is 6 of 6 for (B)(4). This report is for an unknown drill bit. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown 1.1 mm drill bit/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.